Event description:
Event description boston scientific received information that during the implant procedure, while attempting locate a good position in the ventricle to implant this right ventricular (rv) lead, the patient's blood pressure decreased and cardiac tamponade was suspected. The physician confirmed tamponade by performing a sonogram. The implant procedure was discontinued and surgical intervention was performed to correct the perforation.